Event description:
On (B)(6) 2016 the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter compared to a laboratory device. No results were provided for either device, but the reporter claimed that the subject meter's results differed by more than 20% to the lab result. This complaint is being reported because the results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.